Event description:
PER THE CLINIC, THE PATIENT EXPERIENCED TINNITUS, PAINFUL HEADACHE SENSATION AND DIZZINESS WITH AND WITHOUT DEVICE USE. SUBSEQUENTLY, THE PATIENT WAS TREATED WITH ORAL ANTIBIOTICS (SPECIFIC DATE AND DURATION NOT REPORTED).

Manufacturer narrative:
PER THE CLINIC, THE PATIENT EXPERIENCED A SHOCKING SENSATION AND SUDDEN ONSET OF PAIN ON (B)(6) 2025. THE PATIENT ALSO REPORTED HEADACHES, TINNITUS, AND DIZZINESS BOTH WITH AND WITHOUT DEVICE USE.THE PATIENT WAS SUBSEQUENTLY TREATED WITH ORAL ANTIBIOTICS (SPECIFIC DATE AND DURATION NOT REPORTED). REPROGRAMMING ATTEMPTS WERE MADE. IT WAS REPORTED THE PATIENT ALSO DEVELOPED INFECTION AT THE IMPLANT SITE. THERE ARE PLANS TO EXPLANT THE DEVICE; HOWEVER, THIS HAS NOT OCCURRED AS OF THE DATE OF THIS REPORT.

Manufacturer narrative:
Per the clinic, the device was explanted on (b)(6)2026. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.